Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Battery contacts and the printed circuit board were contaminated by liquid, which has penetrated / corroded the solder contacts. This affects the battery contacts on the circuit board, which are interrupted by this and the contacts of the controller. This causes the complained error. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated when a test strip is inserted into the device, the code number displayed, but it was faded and hard to make out. The code number makes up the segments of the results field. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.